Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). On january 3, 2019, it was reported that the device fins on right side of screen were bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports. The last repair was may 15, 2018 where it was reported that the ratchet was difficult to attach and the roller, latching pins, and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher on april 9, 2019 revealed that the calibration and sample mesh could not be performed due to the damaged comb. The roller end was worn as well as the gear. The handle was dinged. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the comb was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device fins on right side of screen were bent. The event occurred during reprocessing/testing. There was no harm and no delay reported. No adverse events were reported as a result of this malfunction.